Event description:
Report received of an underdelivery of tpn. The homecare patient was receiving 2000ml of tpn over 15 hours. The pump and IV container were placed in a fanny pack. It was reported that the patient called the customer and stated that the tpn had not completely delivered. The patient could not recall if the pump gave an audible alarm, displayed an error message, or if the display indicated the amount of solution that had infused. The amount of tpn that the patient received was unknown. The customer took a replacement pump to the patient. The patient did not experience any adverse effects. The IV access line remained patient. Though requested, no further information was available.